Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the patient connector housing was broken and the cable could not latch. It was noted the analyzer was functionally ok.

Event description:
It was reported that the black plastic where the cable plugs in to the analyzer was chipped, and the port would not firmly hold the cable. The analyzer has been returned for repair. There was no patient involvement.